Event description:
It was reported the lead integrity alert triggered due to varying impedance with measurements in and out of normal limits. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.